Event description:
It was reported that the pump was infusing sodium chloride 0.9% (primary bag) and ferinject (secondary bag). It was noted that the administration set has air and the device continued to infuse without alarming air-in-line. The nurse immediately stopped the pump. Patient's vital signs were taken and found "stable." Electrocardiogram was performed and showed no new changes. There was no reported patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the pump was infusing sodium chloride 0.9% (primary bag) and ferinject (secondary bag). It was noted that the administration set has air and the device continued to infuse without alarming air-in-line. The nurse immediately stopped the pump. Patient's vital signs were taken and found "stable." Electrocardiogram was performed and showed no new changes. There was no reported patient harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.